Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to an unspecified mechanical issue; it was noted the device no longer functioned appropriately. A new inflatable penile prosthesis was implanted. No patient complications were reported.